Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient is alleging prostate cancer. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report the product code grid was given under "material integrity problem" which is updated in this report under "adverse event without identified device or use problem".